Event description:
It was reported that a cartridge alarm 30 occurred and interrupted the load process. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), and there was no adverse impact. The caller was advised by technical support to wait until prompted to remove the used cartridge, and they acknowledged the guidance. Despite assistance in loading a new cartridge, the alarm recurred, preventing the resumption of insulin therapy. Consequently, technical support decided to replace the pump. There was no further information about the customer's interest in obtaining an out-of-warranty loaner pump as the call was disconnected, and follow-up attempts reached voicemail.